Event description:
The affiliate reported a customer who sterilized the dental product, which was made of resin under the sterrad 100s. After sterilization, they found white powder like foreign substance attached on this product. Asp sales rep informed the customer that sterrad 100s was not appropriate for sterilizing the resin dental product. Per the affiliate, the customer has not reported any injuries. There is no information about whether the devices used on patients.